Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
The driver was un-able to be detached from implanted screw. Therefore the implanted screw had to be removed and a new screw needed to be put in with a different driver. There was no patient injury. Delay of procedure of 15 minutes. Procedure: lumbar fusion. D.o.s. (B)(6) 2015. Screw in use reported to be 5.0 x 45mm s4 element polyaxial screw.

Manufacturer narrative:
Device was not returned for investigation. Lot number is not known; review of manufacturing documents is not possible. Previous corrective/preventive actions were performed. Not returned for investigation.